Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was related to corrosion at the distal end and chipped adhesive on the charge-coupled device (ccd) unit cover lens, which were attributed to component failure. However, the cause of the metal particles found at the distal end of the albarran lever could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a corroded distal end, metal particles at the distal end of the albarran lever, and chipped adhesive on the charge-coupled device (ccd) unit cover lens. There was no patient involvement.